Manufacturer narrative:
The force bipolar instrument has been received, but investigations are not complete.

Event description:
It was reported that during a da vinci-assisted procedure, a force bipolar instrument stopped moving while being used to take down fascia. The instrument was not moving at all and became stuck in the fascia being taken down. The surgeon had to use other instruments to take down the fascia and remove the force bipolar instrument. There was no bleeding or complications associated with the fascia being taken down. No other surgical tasks were performed to resolve this event. The customer reported not pressing the emergency stop button (e-stop) during this event. The force bipolar instrument was removed from the cannula and patient without issue. The procedure was completed as planned. The procedure and patient outcome was good with no post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis investigations. The instrument was analyzed and found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.